Event description:
It was reported via the stryker ems territory manager that the customer allegedly had excess restraint strap hanging loosely that got caught under the cots wheel and when the cot was raised up, it was caught on the patient's leg injuring the leg of the patient. The nature and the severity of the injury is unknown at this time.